Manufacturer narrative:
The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, the device powered off without user input. The cause of the condition was determined to be depressed battery contact pins and the back flex battery contact pin requires cleaning to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device powered off without user input. No additional information is available.